Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: the report from hospital say: inaccurate monitoring of oxygen cell no further information was received. No health consequences or impact. Patient involvement unknown.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the report from hospital say: inaccurate monitoring of oxygen cell no further information was received. No health consequences or impact. Patient involvement unknown.